Event description:
It was reported that the implantable neurostimulator was replaced, and impedances with the existing lead and new implantable neurostimulator were high post-op. No recent impedance measurements were possible prior to replacement dueto the battery being dead and not able to charge. Contact 9 was out in the connections to the header on the implantable neurostimulator. High impedance levels on contacts 0 & 8-15 were all within the warning do no use range. There were no external factors noted to be contributing to the impedance issues. Additionally, the health care professional tried multiple times to clean the lead connection end where it goes in to the implantable neurostimulator and reseating the lead; however, the impedance issues did not resolve. The rep confirmed that the patient was able to be programmed to receive effective therapy.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6). Implanted: (B)(6) 2012. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 22-nov-2015, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.